Event description:
Delay in therapy reported: the pump was programmed to infuse 1440.0 ml total parenteral nutrition with a 2 hour taper up and 2 hour taper down over 12 hours with a 5.0 ml/hr keep vein open. It was reported that the pt and family had been to the university of michigan for an outpatient chemotherapy treatment. The total parenteral nutrition cycle had been started at 2130 at the chemotherapy suite. It was reported that the pump alarmed "occlusion" at 0330. Based on the display screen settings (322/3 ml infused/ 1167.7 ml to be infused/ 02:00 hours remaining) at the time the audible alarm event was noted. It was assumed that the pump had been in an alarm condition for an unspecified amount of time. The pt's parent notified the on call nurse. The nurse made a home visit to troubleshoot and resolve the alarm event. Troubleshooting interventions were unsuccessful. Due to the hour, the total parenteral nutrition cycle was discontinued. It was reported that the pump was replaced the next morning and total parenteral nutrition therapy continued without reported event. According to the customer contact, though the total parenteral nutrition was the pt's only source of nutrition, there was no harm or adverse events related to the interruption in nutritional therapy reported. Though requested, there was no additional info available.